Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found high battery resistance that resulted in a lab failure, a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal [2000 mcg] at a dose of 851 mcg. It was reported on (B)(6) 2017 that the hcp always took a pre-procedure x-ray to confirm surgery/implant site. It was indicated that on further assessment of the image, the pump appeared to have wire sutures in or around it. It was stated that the hcp¿s first thought was that maybe the patient was previously closed with wire sutures along the fascia but on incision and removal there was no sign of wire sutures. It was noted that additional x-rays were taken of the pocket and it was determined that the ¿wire¿ imaging was from within the pump. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. The x-rays of the pump at different angles intra-operative were performed as diagnostics/troubleshooting. Imaging from the x-rays was submitted with the report. It was noted that the pump would be returned and that the hcp was requesting analysis to ascertain where or what that ¿wire¿ image was. It was indicated that the issue was resolved at the time of the report. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was indicated that there was no patient involved in this event (note this is conflicting with the report that the pump involved had been implanted).